Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's reported via phone call that the customer experienced high blood glucose level. The customer's reported blood glucose level was 71 mg/dl. They reported that they treated low blood glucose level with food. They did not mention any symptom related to low blood glucose level. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was unsure if auto mode was automatically delivering insulin at the time of low blood glucose event. They alleged the insulin pump for over delivery. The products will not be returned for analysis.